Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on a stored egm from an in-clinic check. The clinician was able to reproduce the noise and that capture, sensing and impedance were all normal. The patient is scheduled to see the physician, and a potential lead revision will be discussed. The patient is fine.

Manufacturer narrative:
This supplemental report is to correct the previously reported information for the lead that the noise was reproduced but was not able to be reproduced.

Event description:
It was reported that noise was observed on a stored egm from an in-clinic check. The clinician was unable to reproduce the noise and that capture, sensing and impedance were all normal. The patient is scheduled to see the physician, and a potential lead revision will be discussed. The patient is fine.